Manufacturer narrative:
Patient's age at the time of event: 18 years or older. Device evaluated by MFR: p select ous mr 28 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found that the most proximal and most distal stent struts were lifted. The stent showed no signs of movement and was set between the proximal and distal marker bands. An undamaged section of the crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on analysis completed on 05nov2020. It was reported that crossing difficulties were encountered. Vascular access was obtained ia the right femoral artery. The eccentric, de novo, target lesion contained a >45 and <90 degrees bend and was located in the right coronary artery. After engaging the lesion with a 6f guide catheter and a 0.014 guide wire, pre-dilatation was performed with a 2mm balloon catheter. A 28x2.75mm promus premier select drug-eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. There were no patient complications and the patient was stable. However, returned device analysis revealed stent damage.